Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a photograph was provided for investigation. Upon review of the photograph, the reported event of a missing sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of sensor pod the sensor wire was missing. Patient believes the sensor wire was attached to applicator needle when it was removed. The sensor insertion was at the abdomen on the (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available.